Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement greater than 125 ohms. The alert for an out of range measurement was reprogrammed to 150 ohms. The system will continue to be monitored. There were no adverse patient effects reported.